Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The wife reported via phone call that the customer received a no delivery alarm. The customer's blood glucose was 164 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump alarmed no delivery with a manual prime. The wife declined to return the insulin pump at the time of the call.